Event description:
It was reported during use of bd vacutainer® serum blood collection tubes, (B)(4) samples were not separating after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were provided. In addition, product expired on (B)(6)2023, therefore retention samples were not available and no further testing on the product could be performed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor serum (poor separation of the sample). Expired tubes should not be used. Per instruction for use(IFU): " do not use tubes after their expiration date." Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.